Event description:
A peritoneal dialysis patient called tech support with questions about uf amounts. A follow up call was made to the patient's peritoneal dialysis nurse. The patient's nurse reported that patient had under gone a surgical hernia repair on (B)(6)2014. The nurse noted that the patient tends to be non compliant with her treatments. The patient was on hemo-dialysis following her surgery, and resumed peritoneal dialysis on (B)(6)2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.